Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that upon reviewing with a few of the cath lab team about tr band it was mentioned that they had an issue with a tr band losing air a little while back. After completing a cath lab procedure and injecting air into the tr band, the tr band being applied quickly lost air and pressure. They had to remove the tr band and apply a new tr band. The patient was stable, and patient was doing well. Additional information was received on 08 jun 2023: the cath lab manager could not recall the type of procedure being performed on the patient prior to using the tr band. The cath lab manager could not recall the amount of air injected but usually 15 to 20ml is the starting point. The device was not manipulated before use in any way - pre-use or during storage. The product was stored in the sterile supplies area like all other items. The estimated blood loss was less than 250cc. There was no noticeable damage to the device.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.